Event description:
It was reported that battery of this pacemaker appeared to be depleting more quickly than expected as estimation was five years in feb 2020, then decrease to two years early january and now it's only 9 months left . Data was sent to boston scientific technical services (ts) for their review and it was confirmed the allegations and recommendations were provided. Device was then explanted and replaced . No adverse patient effects were reported. Device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis. H3 other text : device evaluation in progress.

Event description:
It was reported that battery of this pacemaker appeared to be depleting more quickly than expected as estimation was five years in (B)(6) 2020, then decrease to two years early (B)(6) and now it's only 9 months left . Data was sent to boston scientific technical services (ts) for their review and it was confirmed the allegations and recommendations were provided. Device was then explanted and replaced . No adverse patient effects were reported. Device was returned for analysis.

Event description:
It was reported that battery of this pacemaker appeared to be depleting more quickly than expected as estimation was five years in (B)(6) 2020, then decrease to two years early (B)(6) and now it's only 9 months left . Data was sent to boston scientific technical services (ts) for their review and it was confirmed the allegations and recommendations were provided. Device was then explanted. No adverse patient effects were reported. Device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated, and a supplemental report will be issued upon completion of analysis.